Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump battery could not be charged. Reportedly the customer reverted to manual injections for insulin therapy. There was no reported impact to the customer¿s blood glucose.